Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
This is a materiovigilance report to ansm concerning a sterile 50ml luer lock syringe (reference (B)(4) lot 2311053). During production of an anticancer preparation in an isolator, the sterile syringe bag was opened and a whitish deposit was observed inside. The syringe was kept in the medical devices unit and is available for return and expert examination. Whitish deposit inside sterile syringe. Clinical consequences and current condition of the patient or person involved: syringe changeover for the production of anticancer preparations.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: two photos along with the physical sample, were provided to our quality team for investigation. Through visual inspection, a gray particle is observed on the stopper. Characterization testing was performed in attempts to identify the origin, unfortunately the results were inconclusive. Based on the visual characteristics, it is likely the particle is polypropylene dust mixed with silicone. A device history review was performed for the reported lot 2311053, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Six retained samples of the same lot were used for additional evaluation. The products were inspected and no particles or other foreign matter was observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Manufacturing equipment undergoes routine cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely accumulated during the manufacturing process. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.